Event description:
It was reported that this lead had some sort of issue with impedances at implant. Medtronic was called and told lead was okay. This procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).